Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. This emdr represents the bard ventrio st (device 2). An additional supplemental emdr was submitted to represent the bard ventralight st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of ventralight st (device 1). Per op notes, ¿the omentum and bowel adhesions were lysed. Two hernia defects were identified and reduced. A ventralight st (device 1) was placed and tacked using sutures.¿ (B)(6) 2015 - patient was diagnosed with incarcerated recurrent ventral hernia with pain thereby underwent laparoscopic repair with excision of ventralight st (device 1) and implant of ventrio st (device 2). Per op notes, ¿large amount of adhesions was lysed. Adhesiolysis and enterolysis were performed. The colon adherent to mesh was lysed. The prior mesh (device 1) was excised. Large hernia sacs were identified and excised. A ventrio st (device 2) was placed and sutured.¿ (B)(6) 2020 - patient was diagnosed with multiple recurrent incarcerated ventral hernia and small bowel obstruction thereby underwent open repair with implant of ventrio st (device 3). Per op notes, ¿large hernia sacs were identified and opened. The loops of small bowel were noted and released. The bowel was reduced. The sac was resected. The bowel adherent to abdominal wall was taken down. A ventrio st (device 3) was placed and tacked using optifix.¿